Event description:
Procedure: median sternotomy, mitral valve replacement and application of temporary atrioventricular pacer wires. Problem: a 29 mm hancock ii prosthesis was initially sutured into position using interrupted horizontal mattress 2 sutures with pledgets being placed on the atrial side in the annulus. The first degree strut did not seem to fit satisfactorily, and upon examination, surgeon felt that it was best to take the stitches that had previously been tied anteriorly out, to bring this up to re-seat it. However, once surgeon did this and examined the valve leaflets, surgeon noted a fenestration in one of the leaflets in a different location from the strut that surgeon was dealing with. Surgeon indicated this was a defect that had not been created by surgical manipulation. Surgeon immediately replaced this valve with a new valve. The patient tolerated the procedure well and there were no complications. The defective hancock ii valve was given to the medtronic sales representative for facility. The sales rep. Indicated that the valve would be inspected and a written report would be submitted to the facility. No report has been received to-date.

Event description:
Event desc: procedure: median sternotomy, mitral valve replacement and application of temporary atrioventricular pacer wires. Problem: a 29 mm hancock ii prosthesis was initially sutured into position using interrupted horizontal mattress 2 ethibond sutures with pledgets being placed on the atrial side in the annulus. The first degree strut did not seem to fit satisfactorily, and upon examination, surgeon felt that it was best to take the stitches that had previously been tied anteriorly out, to bring this up to re-seat it. However, once surgeon did this and examined the valve leaflets, surgeon noted a fenestration in one of the leaflets in a different location from the strut that surgeon was dealing with. Surgeon indicated this was a defect that had not been created by surgical manipulation. Surgeon immediately